Event description:
According to the available information, they are putting 10 mls into the balloon of the 12fr catheter but recent catheters have been bursting. They wanted to confirm that nothing had changed in regard to manufacturing.

Event description:
According to the available information, they are putting 10 mls into the balloon of the 12fr catheter but recent catheters have been bursting. They wanted to confirm that nothing had changed in regard to manufacturing.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and didn't found other complaint on lot number 9608772. A check of the quality databases did not reveal any anomaly in relation to the defect described. On 29 november 2024, we received an investigation report from our supplier. "Assumption and analysis for defective cause analysis of sample: we did not receive the defective catheter so we were unable to check the exact defective cause. Analysis of production process: we have checked the records of production and inspection for lot number informed by coloplast but we could not find any problems we performed 2 times of balloon leakage test for whole production quantity before packaging and also performed appearance inspection to check scar, scratch and etc., on the catheter so we think that the possibility of shipping of non-conformity product is very low. Cause assumption: we were not able to find out the exact defective cause but we can judge from the content of the email, it is presumed that the balloon burst by over inflation. Corrective action: if you over-inject more than the amount indicated on the catheter, there is a risk of the balloon bursting, so be careful to follow the specified amount."